Event description:
This is being filed as the clip delivery system (cds 40919u1/01) moved unexpectedly in the medial direction while in the left ventricle. Although there was no adverse patient effect, if this were to recur, the unexpected movement may cause or contribute to patient injury. It was reported that during a mitraclip procedure, one clip (40825u2/19) was implanted onto the mitral valve leaflets without difficulty. After advancing a second clip delivery system (cds 40919u1/01) ) into the left ventricle, as the cds lock lever was retracted, the clip was seen moving unexpectedly in the medial direction. With great difficulty, the physician was able to maneuver the clip back to the lateral side. During the repositioning of the second clip, it became caught in the first clip due to difficult steering conditions caused by the position (shifted) of the heart axis and the medial shift of the clip when the lock lever was used. The first clip then detached from the anterior leaflet and remained attached and stable to the posterior leaflet. The second clip was deployed next to the first clip to stabilize it without further difficulty. Due to the limited space on the mitral valve, a third clip was not implanted. The patient was in stable condition during and post procedure. No additional medication was administered to the patient. The mixed mitral regurgitation grade was reduced from 4 to 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for the difficulty in positioning the device resulting in the clip coming into contact with the implanted clip are, but not limited to, patient conditions (tortuous anatomy), user technique / procedural conditions (excessive curvature on the device), or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final acceptance activities, including verification that the device steers as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. There were no reported device issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to patient conditions, procedural conditions and/or user technique, the difficulty in positioning the device resulting in the clip coming into contact with the implanted clip may be influenced by excessive curvature on the device, curves on the guide during insertion, or excessive rotation of the delivery catheter (dc) handle. Based on the information reviewed, the difficulty in positioning the device resulting in the clip damaging the implanted clip was determined to be a result of procedural conditions; there does not appear to be any evidence of a quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: mitraclip system, steerable guide catheter, implanted mitraclip clip (40825u2/19). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip (40825u2/19) referenced is being filed under a separate medwatch MFR number.